Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead experienced a pocket revision because of erosion due to suture position. The lead position in the pocket was revised and remains in service. No adverse patient effects reported.